Event description:
On (B)(6) 2008, I underwent a right total hip arthroplasty. I received a depuy pinnacle sector ii cup size 56, a pinnacle metal insert 40 mm neutral summit tapered hip stem size 8 high offset, and an articul/eze m-spec femoral head 40 mm, +5. Soon after surgery I began experiencing pain and difficulty with my implant. On (B)(6) 2010, I underwent a revision right total hip arthroplasty which consisted of a femoral head exchange. Since the implantation of the pinnacle device, I experience severe pain and discomfort and inflammation in my right thigh and right hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time. Diagnosis or reason for use: avascular necrosis right hip.